Event description:
It was reported that during the procedure for treatment of the non-calcified/mildly-tortuous proximal right coronary artery, a 3.5 x 18 rx xience xpedition stent was successfully deployed. A 4.0 x 15 nc trek rx dilatation catheter was advanced without resistance over a balance middleweight guide wire into a 6f non-abbott guide catheter. Although no resistance was felt, the catheter shaft kinked. The physician continued to advance the catheter without force and the shaft separated inside the guide catheter. The device was removed as a single unit. Another same device was used successfully to treat the target lesion. There was no adverse patient effect and clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; guide catheter: 6f ar; stent: 3.5x18 rx xience xpedition. (B)(4) - use after damage. Evaluation summary: the device was returned for evaluation and the reported kink and separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use (IFU) warns: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.